Event description:
Received info that after visiting his mother who lives near a power line, the patient's ins has been turning off stimulation by itself. Pt confirms the lightening bolt display disappears from the pt programmer when he isn't feeling any stimulation. A medtronic representative will be seeing the pt for further evaluation. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).